Manufacturer narrative:
The insulin pump had motor error alarm during basic occlusion test due to faulty force sensor resistor.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 111 mg/dl at the time of incident. The customer stated that they were able to rewind the insulin pump. The insulin pump was returned for analysis.